Event description:
The patient called alleging high readings on the lifescan meter. The patient received a 138 mg/dl and did not experience any symptoms. The patient visited their physician due to the high readings and the physician added oral medication for the patient in the morning. The patient is now taking 4mg of avandia in the am and 4mg of avandia in the pm. The test strips were in good condition and not expired. The test strips failed using the control solution test twice. Based on the information provided, this case is being reported as a malfunction, since control solution test failed twice.